Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the leak from faulty valve pv49 and the associated actuator. The fse replaced pv49 and the associated actuator resolving the leak. (B)(4).

Event description:
The customer reported 2-3 drops of fluid leaked from the blood sampling valve (bsv) during a backwash cycle in the hmx al instrument. The customer also reported the hmx al generated an erroneous high white blood cell (wbc) counts during the event. The customer did not provide printouts. However, the customer reported the wbc count on a single patient sample was three times higher than the wbc on that same sample run on a different analyzer. There were no erroneous results reported out of the laboratory. The customer ran and reported results from the backup analyzer during the event due to the leak observed.